Event description:
Customer reported unexpected negative reactions when cell #4 (heterozygous fya cell) panocell 20, when tested with patients that have a known anti-fya antibody. Other heterozygous fya cells on that lot are showing reactivity.

Manufacturer narrative:
The presence of the fya antigen was confirmed on cell #4 from retention panocell - 20, lot 31370. The customer did not return product or sample for investigation. An issue with the sample can not be ruled out.